Event description:
2024-06-05: it was later reported that replacing the coaxial umbilical cable did not resolve the issue. It was also noted when the balloon catheter was replaced a tamponade occurred.

Manufacturer narrative:
Continuation of d10: product ID:4fc12 product type: sheath product ID: cryo-unknown product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cit was reported that during a cryo ablation procedure, an unknown system notice occurred indicating suction problem between the two balloons. The coaxial umbilical cable and balloon catheter was replaced which resolved the issue. However, following the change a drop in blood pressure was noted. The ultrasound showed pericardial effusion. Pericardiocentesis was performed. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37536 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. During functional testing, the pressure sensor value was out of specification. No pressure/flow thresholds were exceeded and no console system notices were generated. During inspection and pressure testing of the handle segment, a leak path was identified at the pressure sensor tube to pressure sensor bond. In conclusion, the clinical issues (pericardial effusion, perforation) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter failed the returned product inspection due to a leak path was identified at the pressure sensor tube to pressure sensor bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that a perforation occurred in the left atrium.